Manufacturer narrative:
Results: there was no visible damage to the pump exterior. Conclusions: evaluation of the returned pump max revealed it was able to power on and achieve sufficient vacuum levels. The device did not cut out or emit a burning smell when functionally tested. Penumbra pumps are 100% functionally tested and visually inspected during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a superficial femoral artery (sfa) and crural vessel angioplasty using a penumbra system aspiration pump max 220 v (pump max). During the procedure, the pump max emitted a burning smell and stopped working; therefore, it was disconnected. The procedure was completed using a new pump max. There was no report of an adverse effect to the patient.